Event description:
It was reported that the unit wat receiving an error message: check vent alarm led failed (ec 1105). The unit was being set up for patient use. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit gives an alarm message alarm led failed on screen; customer is not with unit. The remote support engineer (rse) instructed the customer on how to access event log and read error codes. The customer would access error codes and call back for further troubleshooting. The rse explained the possible error code 1105, and power switch overlay may need to be replaced. The power switch overlay was replaced to resolve the issue.